Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. The fm appeared to be a piece of plastic material. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of fm based on returned photos. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. As a result, a team has been established to increase awareness of fm and focus on fm reduction. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: some plastic material was found in lithium heparin tube.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: some plastic material was found in lithium heparin tube.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. The fm appeared to be a piece of plastic material. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of fm based on returned photos. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. As a result, a team has been established to increase awareness of fm and focus on fm reduction. Our business team regularly reviews the collected data for identification of emerging trends.